Event description:
It was reported that the right ventricular lead exhibited increased thresholds. The lead could not be repositioned and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.